Manufacturer narrative:
The field service representative was unable to duplicate the event. Investigation is in process, but not yet complete.

Event description:
It was reported that during set-up/priming of the device for a cardiopulmonary bypass procedure, the level module was alarming when it should not have been. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.